Manufacturer narrative:
(B) (4) (biliary stent used in the vascular) - (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: stent dislodged. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a renal artery stenting procedure, upon introducing the rx herculink elite stent system into the guide catheter, the stent dislodged from the balloon in the guide catheter. The stent, balloon catheter, and guide catheter were removed as one unit. There was no adverse patient sequela reported. Although requested, there was no additional information provided.